Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a robotic hip replacement procedure, the surgeon was placing impaction checkpoint screws when one of the checkpoint screws sheared off leaving a section buried in the patient's pelvic bone. The surgeon evaluated and noted the separated piece was buried and not visible in the bone. The decision was made not to destroy the additional bone needed to retrieve the retained piece and that it would be clinically insignificant to remove the piece. Patient tolerated the procedure well and no adverse issues resulted.

Manufacturer narrative:
Reported event: the distal tip of the pelvic checkpoint broke off during a case. The piece was left behind and no harm was reported as a result of the incident. Device evaluation and results: the item in this complaint was not returned for evaluation. The portion of the checkpoint which was removed from the bone was not available; the remainder was left in the bone. Device history review: review of device history records show no non-conformances. See attached inspection records. Complaint history review: review of complaints within the trackwise database for p/n 111653 show one other complaint related tot e failure in this investigation. The pr# is (B)(4). Conclusion: the product was not available for evaluation but the details in the complaint confirm that the device sheared and the decision was to leave the remaining material in the patient bone. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a robotic hip replacement procedure, the surgeon was placing impaction checkpoint screws when one of the checkpoint screws sheared off leaving a section buried in the patient's pelvic bone. The surgeon evaluated and noted the separated piece was buried and not visible in the bone. The decision was made not to destroy the additional bone needed to retrieve the retained piece and that it would be clinically insignificant to remove the piece. Patient tolerated the procedure well and no adverse issues resulted.